Manufacturer narrative:
Additional information was received on (B)(6) 2021. Patient outcome of the adverse event was improved. Event date provided was (B)(6) 2021. Therefore, b3. Date of event was processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially in the 3500 initial it was stated that we were pending clarification for the e1. Initial reporter facility name. Additional information was received on 30-nov-2021 providing the facility name. Therefore, have added "sakakibara heart institute, japan cardiovascular research promotion association" in h10. Additional manufacturer narrative since there is a character limitation under " e1. Initial reporter facility name. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial, sponsored by biosense webster, inc., it was reported that on (B)(6) 2020 a (B)(6), male ((B)(6), 170cm) patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The procedure was a success. The patient experienced an atrial tachycardia. (B)(6) 2021: occurrence of atrial tachycardia and on (B)(6) 2021 atrial tachycardia remitted. Per study investigator: seriousness - na, severity/degree: requires inpatient hospitalization or prolongation of existing hospitalization. Moderate, relationship with the device - unlikely related and relationship with the procedure - unlikely related. Patient medical history: congestive heart failure/left ventricular dysfunction, hypertension (systolic blood pressure = 140 mmhg).

Manufacturer narrative:
Additional clarification has been requested for the initial reporter facility name. If additional information is received regarding this clarification, a supplemental 3500a report will be submitted to the FDA. (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional information was received on 10-nov-2021 stating on (B)(6) 2021 relief of atrial tachycardia. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).